Event description:
Shaft frosting identified during pretest. Probe not used, no patient contact or injury. Another probe opened and tested fine. Case was completed as intended.

Manufacturer narrative:
Device received in-house. Evaluation pending. Follow-up MDR will be submitted when evaluation is complete.

Manufacturer narrative:
Device evaluation confirmed shaft frosting due to a vacuum sleeve failure. Frosting identified during pretesting. No patient contact or injury.